Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, two (2) photographs and two (2) retained samples were evaluated. Visual inspection of photo samples identified an under inserted tube to luer with a cut in the tube. Visual inspection of the retained samples did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed by loading the retained sample into an infusion pump. During priming, flow rate testing, and underwater leak testing, no leaks were observed. The reported condition was verified in the photo samples; however, could not be verified on the retained samples. The cause of the condition was determined to be the improper automatic assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked. This was observed when attaching the set to the patient for a tocilizumab administration. When the cannula back-flowed after attaching the set, there was a leak; a hole was identified at the bottom of the set. The set was removed and the cannula was capped. A new set was used to administer the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.